Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was evaluated for heart rates in the 30's-40's. The patient was in complete heart block. The patient's generator was programmed to pace and sense in both the atrium and the ventricle. There were rv pauses greater than 2 seconds due to noise and oversensing. It was reported that the patient had a syncopal episode. Additionally, there were out of range shock impedance measurements greater than 125 ohms and an increase in pacing impedances from 534 ohms to 1,800 ohms. The patient was brought into the cath lab and an external pacer was placed. The physician abandoned the patient's chronic system due to subclavian occlusion and implanted a new system on the other side. It was believed that this lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.